Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer received a discrepant (B)(6) elecsys anti-hcv ii immunoassay result for a patient sample on the cobas e 411 immunoassay analyzer. The initial result was (B)(6) and was reported outside of the laboratory. The customer repeated the sample because the patient had an (B)(6) result of (B)(6) on (B)(6) 2017. The repeat result was (B)(6). The calibration and quality control were acceptable. There was no allegation of an adverse event. The (B)(6) reagent lot number was 26719301. The expiration date was requested but not provided.

Manufacturer narrative:
The patient was born in (B)(6). (B)(4).

Manufacturer narrative:
The sample was investigated and determined to be positive. The customer's initial negative result could not be reproduced. The investigation was unable to find a definitive root cause.